Event description:
Pt status post humerus fracture with plate and screw implantation on an unk date presented to operating room after experiencing a fall and complaining of pain on an unk date. It was determined the pt broke the humerus again above the existing plate. Pt was returned to the operated room on an unk date with all hardware being removed. Surgeon noted the plate and/or the screws removed were not broken. Pt was revised to a new plate and screws.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.